Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article¿s ¿group a¿ as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Beer, g.m., gurule, m.m., komesu, y.m., qualls, c.r., rogers, r.g. Cycling versus continuous mode in neuromodulator programming: a c rossover, randomized, controlled trial. Urol. Nurs. 2016; 36(3):123-132. Doi:10.7257/1053-816x.2016.36.3.123. Summary: this is a randomized, controlled, blind, crossover trial comparing cycling versus continuous programming of a sacral neuro modulator in women diagnosed with overactive bladder (oab). Reported events of group b (n=12, avg age = 63.4): approx 3 female patients with sacral nerve stimulation (sns) for overactive bladder (oab) underwent an additional surgery within the first 6 months after implantable neurostimulator (ins) placement, but what prompted these surgeries was not stated; 2 female patients with sns for oab experienced a urinary tract infection (uti) between 3 and 6 months post-implant. Approx 1 of these patients was on antibiotics at the time of article publication. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.